Event description:
During a remote follow-up, episodes of noise which resulted in oversensing were observed on the right ventricular (rv) channel. Diagnostic imaging was performed and no anomalies were observed. A revision surgery was performed. The device was explanted and replaced and the rv lead was capped and replaced to resolve the event. The patient was stable.